Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The physician opted to pull the lead due to patient's excessive bleeding. The patient was doing well following the lead pull. The explanted device was discarded by the medical facility. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced procedural pain and bleeding. It was also noted that the patient had no pain relief in the short time that the lead was placed. The physician opted to pull the lead due to patient's excessive bleeding. The patient was doing well following the lead pull. The explanted device was discarded by the medical facility.

Event description:
It was reported that the patient experienced procedural pain and bleeding. It was also noted that the patient had no pain relief in the short time that the lead was placed. The physician opted to pull the lead due to patients excessive bleeding. The patient was doing well following the lead pull. The explanted device was discarded by the medical facility.